Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement. It was reported the lead was fractured and was also exhibiting loss of capture at maximum outputs. Several episodes were stored due to noise. The noise did not result in any pacing inhibition and no shocks were delivered. The device implanted with this lead was reprogrammed to monitor only with the rate/sense sensitivity reprogrammed to least. No adverse patient effects were reported.